Event description:
On (B)(6) 2018, the customer contact dario to report blood glucose readings are higher than they should be - about 50/60 points higher than his other meter he uses. The customer went to see his doctor (clinic located in an hospital) for a check due to the blood glucose readings being higher compare to his other meter. When customer tested dario meter with control solution to verify accuracy of meter and strips, the meter read within range. Strips and meter labeling were reviewed - no non-conformance noted.